Manufacturer narrative:
UDI not available, as product was manufactured on or before 23 sep 2014.

Event description:
It was reported, that the patient presented for a generator change procedure. Upon interrogation, the right atrial lead exhibited high capture threshold. No intervention was performed. The patient was stable, and would continue to be monitored.